Event description:
Pt experiences muscle spasms down the left side of their body when they lie on their left side with their head elevated and their device stimulates. The pt underwent gall bladder surgery 1-2 weeks prior. The pt also reports pressure in their chest and difficulty exhaling. The pt was referred to a cardiologist for eval. Treating neurologist does not believe that the pt's symptoms are related to the vns therapy.